Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had absence of no delivery alarm. Customer's blood glucose at time of incident was 343 mg/dl. Customer is at work and does not have the clamps or another catheter with him. The customer will call back when he has the clamps to perform the high pressure test.